Event description:
It was reported that the fiber started front-firing during the photo-selective vaporization of prostate procedure. It was noted that the fiber tip was intact. The physician replaced the fiber to continue with the procedure, and it was completed without patient complications.